Event description:
It was reported to boston scientific corp that a wall flex biliary stent was used during a stent placement procedure of the lower common bile duct performed in 2009 (age unk). According to the complainant, this stent was being placed to cover a malignant stricture. Following partial deployment of the stent from the delivery system, repositioning was attempted. However, the inner catheter did not move. When the delivery system was retracted, the stent was released prematurely. The stent was left implanted and the placement of a second stent was necessary to fully cover the stricture. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be good.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.